Event description:
According to the reporter during a laparoscopic detachment of the pulmonary vein during the left upper lobe surgery, after pressing the green button, there was no response when pressing the handle and the stapler could not be fired. A new handle and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia30ctavm, egia30ctavm egia30 curved vas med sulu (lot#:n5b1759y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the instrument was successfully loaded with a reload. The instrument loaded, clamped, yet would not cycle. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. It was reported that the reload was unable to install into the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.